Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was in hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose level was 791mg/dl. The customer blood glucose level was 729 mg/dl at the time of incident and the current blood glucose level was 234 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as sick and vomiting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. Customer stated that the drive support cap appears normal. The device will be returned for analysis.